Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2006 at l5/s1. Patient reports to be having continued pain. As an adverse outcome was reported, an MDR is filed do document this event.

Manufacturer narrative:
Little information is known at this time and no definitive conclusions can be made. At this time, no connection can be made between the event and any deficiency of the device or information provided with the device.